Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Occurs in men and women in their 40s and 70s (individual details are unknown). Liquiband surgical s was used for surgery small incisions such as laparoscopic cholecystectomy, surgery of appendicitis and hernia, and redness and blisters appeared immediately after application.